Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed a ¿retest with new strip¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred ¿four days¿ prior to contacting lifescan. The patient manages her diabetes with oral medication, diet and exercise and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that after the alleged issue occurred she developed symptoms of ¿swollen and very painful feet¿ and that on monday (B)(6) 2015 she visited her doctor¿s office where she was treated with ¿ice and tylenol¿. During troubleshooting the cca noted that there was no apparent misuse of the meter and it was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for an acute exacerbation of either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.